Event description:
It was reported that a small amount of insulin leaked from the cartridge pigtail. Customer reloaded cartridge and leak was resolved. Customer continued pump therapy. There was no reported adverse impact to customer's blood glucose.